Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped delivering insulin which lead to customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose at the time of incident was 300 mg/dl, current blood glucose is 141 mg/dl and blood glucose value at the time of hospitalization was 300 mg/dl. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The cause of hospitalization was insulin injections and fluid. The customer was treated high blood glucose by admitted to emergency medical service. The customer was wearing the insulin pump during the hospitalization. It also stated that drive support cap was normal. It also stated document of outcome of hospitalization was hospital wanted to admit customer but customer was away from home and needed to get back to her kids had to leave hospital. The insulin pump will not be returned for analysis.